Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The mother of a customer reported via phone call that her son's insulin pump alarmed unexpectedly and the insulin pump keypad buttons are not responsive. Customer's blood glucose was 302 mg/dl at the time of incident. Troubleshooting was done for keypad and alarm but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump powered up properly. No failed battery test alarm was noted during testing. All operating currents were within specification. The pump passed the displacement test. No button error alarm was noted. All buttons functioned properly. However, the pump had corroded keypad traces. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corners and a cracked belt clip slot.